Manufacturer narrative:
Block e1: the reported healthcare facility is: (B)(6). Block e2: health professional was approximated to yes as the initial reporter name is unknown but the event was reported to have occurred at a health care facility. Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used on an endoscopic retrograde cholangiopancreatography (ercp) used to treat stricture performed on (B)(6) 2024. About 45 minutes into the case, image was lost on exalt and wouldn't reconnect. The ercp error message was displayed. The plug was wiggled, unplugged and plugged back in, and exalt was restarted but the issue wasn't resolved. The procedure was successfully completed using another exalt scope. There were no patient complications reported as a result of this event.